Event description:
It was reported that the customer had a high blood glucose of 432 mg/dl. She stated she had been running high before she ate some cookies and coffee. Troubleshooting with the insulin pump was declined. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).